Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high pacing impedance was noted on the right atrial (ra) lead. A revision procedure was performed and insulation damage was visually observed on the ra lead. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.